Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilation. During the procedure, the balloon ruptured after the second inflation at 15 atmospheres for 14 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.